Manufacturer narrative:
(B)(4). Insulin pump passed displacement and self test. However, unit unable communicate to guardian transmitter sensor to verify sensor signal not found, problem isolated to pcba1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they had three replacement transmitters due to signal failure. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.